Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500mg/dl but they were not hospitalized. Details that led to the event and add relevant information if applicable. The customer mentioned no symptoms or treatment of blood level. Drive support cap appeared normal (slightly indented). The insulin pump will not be returned for analysis.